Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We were inserting 7x45 cortical fix x-tab screws into existing screw holes because this was a revision. The first scrw he placed the driver broke. We had to attach a rod and cap to helicopter it out. We then placed a 7x40 screw. We tried to tap with a 7.0 tap on the next screw and broke another driver on that pedicle. We had to helicopter that out. Before helicoptering it out, we tried to use a t20 driver to remove it. We broke that as well. None of the screw driver tips were left behind.

Manufacturer narrative:
(B)(4). The two mis quick connect driver assemblies (product code: 6983-35-470, lot number: gm4731001) and the 10mm polyaxial driver (product code: 2867-60-010, lot number: mi38232) were returned for evaluation. Each of the three returned drivers featured a broken tip. None of the broken tips were returned. All of the drivers were subsequently submitted for fracture analysis. Optical imaging of all three of the drivers shows plastic deformation at the tips of the instruments. For the quick connect driver assemblies, this location is at the base of the tip and hexlobes. For the polyaxial driver, this location is at the outer diameter of the distal tip around the cannula. The torsional shear markings follow a circular pattern. The plastic deformation at the tip of each instrument indicates a torsional overload. This suggests the drivers underwent quasi-static overload torsional shear failures starting at the hexlobes or outer diameter and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on all the drivers. The results from the hardness testing showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tips breaking cannot be determined from the samples and the information provided. The results from fracture analysis have determined that a probable root cause may be a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the drivers¿ tips during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.